Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became unresponsive. The customer reported receiving an empty cartridge alarm and during the attempt to change the pump cartridge, the customer noticed that the pump would not respond to any taps on the screen options. The customer's blood glucose was 346 mg/dl. The customer administered a manual injection. Reportedly, manual injections would be used for alternate insulin therapy.